Event description:
According to the reporter, during a laparoscopic duodenal resection, when resecting the colon, the device did not fire even after the surgeon pressed the green button and squeezed the handle. The surgeon used a different device to resolve the issue. The surgical time was extended by 20 minutes. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.